Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and multiple sclerosis. The type/brand of baclofen was also unknown. It was reported that as per the patient their device was driving them nuts stating that they were afraid of having any kind of tests. The patient didn¿t want to mess it up as this was their third pump in 14 years. It was reported that the patient¿s previous/second pump was replaced due to normal battery depletion. Refer to MFR report # 3007566237-2018-01083 regarding their first pump. The patient¿s physicians turned the pump up one time due to pain, and it was noted that the patient was "oh my gosh" stating she could hardly talk. It was indicated that the patient¿s daughter, who is a nurse, told the patient that she was getting too much medication. The patient went to their healthcare provider (hcp) the next day to turn the medication back down. It was clarified that they had the medication turned back down after the patient had the experience of "getting too much". The event occurred in (B)(6) 2016, 6 months after they were implanted . The date (B)(6) 2016 is considered an approximate date of event (month and year known only). The dose/concentration of medication the patient was receiving was unknown, but it was indicated that they had not really turned the medication up since she's had the first pump (implanted (B)(6) 2005), further stating the increase was "minute". The reporter was inquiring about upper gi testing using x-ray technology and colonoscopy. No further patient complications have been reported as a result of this event.